Manufacturer narrative:
The clip remains in the pt. The lot number was not provided; therefore, a device history record review could not performed.

Event description:
Device malfunction: none. Symptoms/ae: claudication, filling defect. Time of symptoms/ae: one week after vessel closure. It was reported that a physician used the starclose device to achieve arteriotomy closure of the femoral artery after an unspecified procedure. One week a after vessel closure with the starclose, the pt had claudication in the leg. 2007, an angiogram was performed and a filling defect was seen at the site of the clip. The pt was treated with angioplasty. There were no reported pt sequelae. Though requested, no additional info was available.